Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient was reportedly at the gym and felt a pop. Subsequently, an alert was triggered for a high right ventricular (rv) lead pacing impedance measurement. Noise was oversensed on the lead, that resulted in inappropriate anti-tachycardia pacing (atp) and a shock, on this non-pacemaker dependent patient. Thresholds were also reportedly rising. The rv lead was suspected to be broken. Therapy delivery was turned off and the lead was subsequently removed and replaced. During the procedure, the physician noted lead damage at the venous entry site. Reportedly, the physician used a far lateral axillary approach at the lead implant. In this method, the lead enters the vein almost perpendicular to the path of the vein, creating a right angle, which likely lead to the lead damage. No additional adverse patient effects were reported.